Event description:
It was reported that while in the cath lab the md inserted the intra-aortic balloon (iab) via a sheath into the patient's left femoral artery. The pump alarmed "helium loss" and the staff checked the iab. There was no blood in the helium pathway and the iab was not kinked. It was noted, by the perfusionist, that "the pressure coming from the iab lws appeared to be lower than it should be as compared with the other pressures; however, inflation looked good." The helium leak alarm continued and the decision was made to exchange the pump. After exchanging the pump the alarms continued and at this time the md removed the iab and sheath over the spring wire guide (swg) as one unit. A second iab was prepped and inserted without difficulty. There was no reported patient death or injury. Medical/surgical intervention was required and described as "removal of the iab and replacing of iab is intervention" per the md. The delay in intra-aortic balloon pump (iabp) therapy was for the time frame required to prep and insert the second iab. There were no reported patient complications and the patient outcome is ok. Reference MDR #1219856-2011-00415 for the second iab event involving the same patient. Reference MDR #1219856-2011-00416 for the iabp report.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.